Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a neurostimulator for spinal cord stimulation. It was reported that the 8-15 port repeatedly had 6 of 8 electrodes at >10k. Only 9 and 10 were functional after multiple attempts to reseat the lead into the header by both the physician and physician assistant. It was reported that actions taken were impedances being run separately on the lead via an external neurostimulator (ens) and multi-lead trialing cable (mltc) and all impedances were within normal limits. Issue has been resolved. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of product ID# 97714 found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-nov-27 confirmed that the issue was on the original ins. The issue resolved by using a replacement ins. The cause was not identified and it was noted that the representative indented to return the ins for analysis. No further complications were reported.